Manufacturer narrative:
Concomitant devices ((B)(6) 2010): guiding catheter in french 5, amplatz 2 medtronic and a bmw guidewire. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Event description:
During pci of a lesion in the very distal rca via the radical approach, the shaft of the cypher select + stent broke before reaching of passing the lesion. Passing of the vessel was difficult because of arteriosclerosis in the complete vessel. When the catheter was stuck the physician tried with higher force to pass but it broke. To pull back the device was no problem because it broke near the hub into two separate pieces. Crossing the lesion was successfully completed with an endeavor des. The procedure was done with a guiding catheter in french 5, amplatz 2 medtronic and a bmw guidewire. There were no problems with the patient. The lesion was 99% occluded was 6mm in length in a 2.25mm vessel diameter with moderate calcification, moderate angulation and moderate vessel tortousity. It is unknown if the lesion was pre-dilated. No anomalies were noted when the device was taken out of the package and the device was not resterilized. The device was prepped following IFU instructions.

Manufacturer narrative:
During pci of a lesion in the very distal rca via the radical approach, the shaft of a cypher select + stent broke while delivering the product to the target lesion. The lesion was described as 99% occluded, 6mm in length in a 2.25mm vessel diameter with moderate calcification, moderate angulation and moderate vessel tortuosity. It is unknown if the lesion was pre-dilated. The physician encountered difficulty tracking the product through the vessel. The catheter was stuck and the physician used force to continue, however, the product broke and separated in two pieces near the hub. The product was withdrawn from the patient without difficulty. There was no injury to the patient. The procedure was successfully completed using another product. No anomalies were noted when the device was taken out of the package and the device was not resterilized. The device was prepped following IFU instructions. One non-sterile cypher select + 2.25x8mm was received coiled inside a plastic bag and broken (separated) in two parts. Kinks were observed along the sds shaft. The stent was correctly mounted between the marker bands in its original position and no stent damages were observed. The microscopic analysis observations suggest that the sds shaft was kinked before it broke at the rupture point. The crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported shaft separation (broken) was confirmed. The exact cause of the broken shaft and kinks could not be determined. Neither the DHR review nor the product analysis suggest that the reported failures and kinks are related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Difficulty tracking a lesion of an anatomical structure is a known procedural occurrence. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The information provided suggests that there are vessel characteristics and procedural factors that may have contributed to the difficulty tracking the product to the lesion and subsequent product separation after the use of force.